Event description:
It was reported that following a routine generator change of ICD, a patient alert was noted by the evening cardiology registrar. The device was interrogated and found to have alerted due to excessively high impedance measurements. Upon interrogation in the evening and again the following day, normal impedance measurements were observed. However a clinical decision was taken for the patient/device to be investigated by means of surgical intervention to confirm correct connection of the lead into the header. Measurements were obtained and found to be satisfactory, the wound was closed and the patient was discharged after further inpatient measurement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.